Event description:
It was reported the lead was damaged during the procedure. Two leads were implanted (1x8 and a 1x4). The #0 contact on the 1x8 lead was damaged during handling and fell off altogether, leaving the wires exposed. The lead was retained and connected to the extension; the hcp attempted to line up the contacts correctly. Stimulation could still be delivered, but the exposed wires at end of lead were a concern.